Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: a device history record review was completed for provided material number 302832 and lot number 0062016. The review did not reveal any detected quality issues during the production process that could have contributed to this reported defect. To aid in the investigation, five photos were provided for evaluation by our quality team. Four of the photos show syringes with double print. The other photo shows the packaging blister top web. It could be possible for this defect to occur if the parts jammed under the printing pad inducing the double printing. Based on the investigation with the photo sample analysis the symptom reported by the customer is confirmed. This is the first reported complaint for this defect and lot number and therefore appears to be an isolated occurrence. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: based on the investigation and with the sample analysis the symptom reported by the customer is confirmed. We will continue monitoring the complaint trend for the product and symptom. Probable root cause. It could be possible that the parts were getting jam under the printing pad inducing the double printing and not detected in the next processes.

Event description:
It was reported that 12 30 ml bd luer-lok¿ tip syringes experienced misaligned scale marking. The following information was provided by the initial reporter: material #: 302832, batch/ lot #: 0062016. The problem is that the graduation is duplicated what is not precise during preparation.